Event description:
It was reported that; the c-ring broke during insertion to the cage after drilling without the drill guide. The fragment is not remained to the patient. After that, the surgeon used other screw and finished the surgery.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. It appears that the stg was followed for implantation of the screw. Potential root cause could be: not fully threading inserter to cage, inserter loosens during surgery, interaction between inserter, clip and cage and outer diameter of clip too large.

Event description:
It was reported that; the c-ring broke during insertion to the cage after drilling without the drill guide. The fragment is not remained to the patient. After that, the surgeon used other screw and finished the surgery.